Manufacturer narrative:
Product analysis: the customer comment that the patient connectors of the external pulse generator (epg) were damaged was confirmed; the output assembly was noted to be broken. It was further noted that the display wires were pinched (wire exposed) and the red wire was broken. Battery drawer was noted to be sticking, hanger assembly was cracked and upper case was cracked at boss. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned to service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.